Event description:
It was reported that during a right lower lobectomy the device would not fire while attempting to fire across the bronchus and pulmonary artery. A second device was used and fired but when removed there was significant bleeding. Twenty two units of blood were infused into the patient who eventually succumbed.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: why were the bronchus and pulmonary artery stapled together? I do not know. I spoke with dr (B)(6) the surgeon the next day and that was what he described to me. Is this the surgeon¿s usual practice? I do not know if this was his standard practice. What cartridges were being used with each device in the primary and the secondary firing? That was not mentioned or discussed. What is meant by a ¿second device¿? Was it a second cartridge or a second gun or both? What are the exact sequence of events in relation to the devices and the reloads being used? It was described to me that the first device did not fire. As I understand it, they believe the battery in the first device was not working so they opened and new device which was used for the firing of the device. What structure was the device being fired on? As was mentioned to me by dr (B)(6), it was the bronchus and pulmonary artery. What is mean by the device ¿would not fire¿? The first device did not engage or fire at all as it was described to me by dr (B)(6). Was the primary or secondary device difficult to close? As I understand there was not an issue with device closure. Were there any unusual sounds noted during the attempted closing and firing of the primary or secondary device? Not that was communicated to me. Did the surgeon wait 15 seconds after closing the second device prior to firing? I do not know. Was there any patient harm from the first device that would not fire? As was described to me by dr (B)(6), he said the device crushed the tissue. Was the surgeon able to identify any issues with staple deployment, staple formation, or the staple line prior to the time of significant bleeding? Dr (B)(6) did not mention any. What other measures were taken to address the bleeding? Unknown. Are you able to provide a timeline of events and when the patient death occurred? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. What were the indications for surgery? Unknown. Did the patient receive any pre-op chemo or radiation? Unknown. Were there any tissue factors that may have caused or contributed to the bleeding? Unknown. Was buttressing material used? Unknown. Is the surgeon interested in speaking to ethicon medical and engineering to discuss the event? Please provide 2-3 thirty minute windows of time (eastern us time) that the surgeon would be available for a call. The ethicon team will pick the time that the most members can participate and schedule. Yes I believe he would. I gave him my contact information so we could meet and discuss but have not heard back from him. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2022. Additional information was requested and the following was received: could you please confirm the date of the procedure and the date of death? It was 5/31. Additional information was received: echelon 60 failed to fire causing pulmonary artery bleeding leading to hypovolemic arrest and death. For the hypovolemia and arrest the team did acls md confirmed he fired the blue cartridge, it was a gst60b, in the device and included bronchus and pulmonary artery within the single firing. Surgeon further indicated this is his typical practice in these procedures. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Medwatch # (B)(4) received by user facility. Mw attached.

Manufacturer narrative:
(B)(4). Date sent: 11/9/2022 h6: omitted from previously submitted mw 3005075853-2022-04063 follow-up one.